Manufacturer narrative:
Exemption number e2019001. All available information was investigated, and the reported positioning failure was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported positioning failure could not be determined in this incident. The reported poor image resolution was due to procedural circumstances. Lastly, a definitive cause for the observed torn clip cover could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a torn clip cover. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared per the instructions for use (IFU), and there were no issues noted. When the cds was inserted into the steerable guiding catheter (sgc), the alignment markers were confirmed to be aligned. The cds was advanced to the mitral valve and while turning the m knob there was no reaction by the cds. The cds was unable to curve the sleeve. Therefore, the cds and clip were removed without issue. Outside the anatomy, the alignment markers were confirmed to be aligned. The device was tested, and it was confirmed there was no curve of the cds while turning the m knob. A new cds was used without issue, the clip was implanted reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. Return device analysis identified the clip cover to be torn this device malfunction has the potential to cause or contribute to serious injury. No additional information was provided.